Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that during a check-up of the radical cavity, the doctor inadvertently pulled out the electrode array. Subsequently, the device was explanted on (B)(6) 2018. The patient was not reimplanted with another device.